Event description:
Biopince biospy gun returned a good initial sample on a pelvic transplanted kidney biopsy, but second and third passes were empty. Bard biopsy device was used to achieve a second sample. Other surgeons reported similar problems in the past couple of days. Cytology tech for today's case confirmed that many providers are having this same issue with this particular brand of biopsy device. I suspect, but cannot confirm, that the pincer mechanism is malfunctioning and not completely severing the sample. Manufacturer response for biopsy needle, (brand not provided) (per site reporter). Unsuccessful attempt to reach out argon rep.